Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. A direct correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for a gi bleeding workup due to dark stools and decreased hemoglobin levels. An endoscopy showed bleeding at the ileocecal valve and in the jejunum. Three clips were placed and the site was injected with epinephrine. The bleeding stabilized and the patient was discharged on (B)(6) 2015 with no further incidents reported.